Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. No motor error alarms or displacement anomalies were noted. The motor was tested outside the device, and it passed. The pump was received with intermittent button response due to moisture damage at the keypad traces. No button error alarms were noted. The pump also had a cracked case at the display window corners, a cracked display window, cracked battery tube threads, minor scratches on the display window, and a stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 250 mg/dl. The customer stated she had gone through a body scanner. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.